Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure of gastric varices using pod 6. During the procedure, the physician advanced the pod 6 through another manufacturer's microcatheter and met resistance. The physician withdrew the pod 6 without resheathing it and the pod 6 became caught in which unintentionally detached inside the rotating hemostatic valve. The pod 6 was removed and the procedure continued using a ruby coil. The physician was unable to advance the ruby coil as well. It was resheathed and the microcatheter was removed. The ruby coil was successfully deployed into the aneurysm through a new microcatheter. There was no report of an adverse effect on the patient.